Event description:
The medtronic insulin pump has a representative available by phone to assist with problems with their insulin pump. If the pump or sensor are malfunctioning, this can cause death. Lately, we have had issues, on several different days, with the pump and sensor. Since we cannot get through to the help line, we will disconnect the pump until we can get assistance with a medical professional. Medtronic does not answer their help line. You can wait for over an hour and still not speak to anyone. If you choose to save your place in line for a call. Ack, they do not call you back ever. We have experienced this on several different days. This puts diabetics in danger. They sell the pump and sensor. They need to be available to assist with issues and error codes.